Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patient had unexpected myopic outcome in the left eye of a patient with post operative refractive values were more than two diopter after lasik surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site technical visit field service engineer performed system verification, and concluded system meets specifications as per service installation record. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The reported treatment could be identified in the logfile. The logfile shows that the reported treatment on left eye was performed successfully; review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Post-op topographies and post-surgery clinical information was requested but not provided. Without additional information a clinical evaluation cannot be performed. No technical root cause was identified as the product was found to be within specifications. Without additional information root cause cannot be identified. The manufacturer internal reference number is: (B)(4).